Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the patient support center (psc) from the patient, approximately 7 months and 10 days post tf tavr with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a surgical valve. During the procedure, the surgeon found that the sapien 3 ultra valve had rotated.